Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 23065 was found indicating that the current along the torque-producing direction did not follow the desired current on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system, where the 23065 error was triggered, indicating a fault on the yaw axis and replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp), where the yaw direction test failed on the yaw axis, with it turning counterclockwise instead of clockwise. Once testing was completed, the axes controller arm (aca) board was aba tested and verified as the source of the fault. The complaint was confirmed and replicated by failure analysis. The probable root cause is attributed to a defective aca board that resulted in sensor errors and data acquisition faults on usm 3.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that a fault occurred against arm 3. The camera was installed on the arm. The intuitive tech support engineer (tse) observed error 23065 in the system logs. The tse recommended a reboot but the customer was in the middle of the procedure and was unable to. The caller opted to disable arm 3 and continue on with x3 arms. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.